Manufacturer narrative:
Manufacturer's investigation conclusion: examination of the submitted photos revealed multiple tears to the outer silicone jacket on the external portion of the driveline. A specific cause for this finding could not be conclusively determined through this evaluation. Additionally, analysis of the submitted log file confirmed low flow alarms. A direct correlation between the log file findings and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. Despite the observed low flow alarms, the system appeared to be operating as intended. The tears to the outer silicone jacket appeared to be present near the driveline exit site and near the external bend relief of the driveline, as well as other locations along the external portion of the dl. The bionate layer below was not well visualized. The exact locations of these tears could not be confirmed. No evidence of driveline wire damage was observed in the submitted photos. The submitted log file contains data from (B)(6) 2019 at 01:18am through (B)(6) 2020 at 12:21pm. Intermittent low flow hazard alarms were captured on (B)(6) 2020 and (B)(6) 2020. Brief low flow hazard alarms were captured on (B)(6) 2020 and (B)(6) 2020 as well. Estimated flow was captured at 2.4 lpm for each of these events. Overall, estimated flow ranged from 2.4-5.5 lpm, power ranged from 3.7-5.3 w, and average pi was between 4.3 and 8.0. The pump speed remained above the low speed limit for the duration of the file. No additional atypical alarms were captured. The pump appeared to be operating as intended. The center reported that the patient was implanted on (B)(6) 2012 and had a clamshell repair on (B)(6) 2019 (investigated under MFR# 2916596-2019-02830). The patient has multiple tears to the driveline. No vad alarms were noted on interrogation. The patient was very active and required multiple driveline fixes with rescue tape. Multiple requests for additional information were sent to the center; however, no further details were provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The IFU also addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was in clinic and multiple tears in the driveline were noted. Upon vad interrogation, low flow alarms were seen. The patient is very active and have required multiple driveline repairs with rescue tape. No further information was reported.